Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The patient reported a back surgery which resolved the indications that their evoke scs system was intended to treat. The evoke scs system was confirmed to be operating as intended prior to explant.